Manufacturer narrative:
The device returned for investigation. There is no noted sign of damage to the power supply, device controller, or foam coil. Device passed leakage current test. The DHR was reviewed during fa. All units from the work order passed final inspection.

Event description:
The patient reported feeling shocking during the treatment. After treating with the device the patient reported pain and swelling across her foot and up her ankle.